Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced syncope. It was also reported there was a sensing and detection problem; there was a delay in detection of a ventricular fibrillation episode, which was due to an unexpected heart rhythm with left to right decoupling. Re-programming was performed, which was followed by removal and replacement of the device and lead. No further patient complications have been reported as a result of this event. Additional information was received reporting the device under-sensed some signals which was due to band width filtering of low amplitude signals and the sensing integrity counter increase was due to sensing of physiologic signals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.